Event description:
It was later reported that the patient's device was sent to the laboratory to obtain culture. No other relevant information has been received to date.

Manufacturer narrative:
B3 date of event: initial report inadvertently listed 12/01/2025 instead of 10/28/2025.

Manufacturer narrative:
H3. Device evaluated by MFR? Device evaluation is not necessary because the reported event has been determined to be related to the functionality of the device. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was noted that the patient had their vns removed due to infection. It was also noted that the infection was caused by the patent via removing dermabond by scratching at it. The infection was noted to be at the chest. It was later reported that the patient was reimplanted with a new vns system. Device history records were reviewed. The device passed all functional specifications and quality tests and were sterilized prior to distribution. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No other relevant information has been received to date.